Manufacturer narrative:
Continuation of d10: 5076-45 lead, implanted (B)(6) 2003. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high rate non-sustained episodes and short ventricular intervals. There was oversensing of noise, likely loss of capture, and varying pacing impedance. A fracture on the superior vena cava (svc) coil was confirmed and suspected on the pacing coil. The lead was attempted to be explanted, however was abandoned. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that rv lead extraction was abandoned because the physician could not get the mechanical or laser sheath around the svc coil to do an acute turn in the svc. It was also noted that the right atrial (ra) lead was attempted to be extracted because the lead was believed to be fractured and exhibited intermittent capture at max output. The ra lead extraction was abandoned because the lead came apart while attempting to put the locking stylet down and mechanical sheath over. The ra lead was capped.